Event description:
It was reported that a fault code error was observed with this device via latitude (remote monitoring system). A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature battery depletion, and confirmed the fault code alert, which was appropriate. Therapy delivery is currently unaffected; however, due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis. The investigation is currently in progress.

Manufacturer narrative:
This device has been received for analysis. The investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that a fault code error was observed with this device via latitude (remote monitoring system). A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature battery depletion, and confirmed the fault code alert, which was appropriate. Therapy delivery is currently unaffected; however, due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that a fault code error was observed with this device via latitude (remote monitoring system). A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature battery depletion, and confirmed the fault code alert, which was appropriate. Therapy delivery is currently unaffected; however, due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced, and was received for analysis. No additional adverse patient effects were reported.